Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an occlusion occurred. The issue was resolved, and no obstructed was identified. Customer's blood glucose level was 124-125 mg/dl.